Event description:
It was reported: in 2002, whilst pt was being transferred from x-ray couch to trolley it was observed that the oxygen hose connected to the emergency ventilator oxylog 2000 was sparking and displaying signs of burning. Pt transferred to another ventilator. It is alleged that when the pt circuit was disconnected, smoke appeared from the trachea pt tube providing suspicion that the pt suffered from smoke inhalation and that smoke had passed through the ventilator. Six days later after event, drager was informed by the medical device agency that the pt has subsequently died.